Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available, then it will be submitted in a supplemental report. This is the same pt/event as MFR #s 2249697-2011-00568, -00569 and -00570.

Event description:
Mr. (B)(6), head of theatre, reported via our sales rep (B)(6) that size cannot be read anymore because of surface alteration. Further, he reported that surgery was delayed.